Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low downstream pressure. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported low downstream pressure which was not reproduced. A review of the event history log identified multiple occurrence of downstream occlusion messages. The cause was determined to be failed flow line testing. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.